Event description:
It was reported that the 9800 system had poor image quality with dark images on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced by a third party. The customer cancelled the service call.